Manufacturer narrative:
Submit date: 05/31/2016. The device history record (DHR) for the reported lot number reviewed and confirmed that the products were produced accomplishing quality requirements and was released according to established procedures. Since a sample was not received for evaluation, the condition could not be confirmed. However, this complaint was shared with the design department and they have stated the following: if the point of disconnection is between the purple end on the feeding set and the white transition connector then the leak would have been eliminated by screwing the two parts together tighter. The connection between these two parts is a taper seal that is held in place with threads on both parts. The white transition connector is attached to the purple end of the feeding set during the manufacturing process so that it is not loose in the bag; this prevents it from falling onto the floor when the feeding set bag is opened. It is not intended to be attached well enough to form a seal. The instructions state that this connection point should be tightened before use. Once these two parts are threaded together the joint is very robust and does not leak. No corrective actions will apply since the issue was not confirmed as manufacturing related. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 3/14/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a pump set. The customer reports that the connector piece comes unscrewed easily when her son is moving about during feeding and it has to be screwed back on.